Manufacturer narrative:
Additional information: b5, e1, e2, e3, e4, g2 and h6.

Event description:
New information notes the noise was over sensed.

Event description:
New information notes that the physician elected to explant and replace the rv lead. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.

Event description:
New information notes that on (B)(6) 2023, the physician elected to cap and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
Correction: b5 lead was capped not explanted.